Event description:
A report was received from an in-home device user stating that when the listed infusion set was removed from the user's right leg, the insertion site was warm, red, and swollen reportedly due to infection. The user went to his physician for treatment. The device user was placed on augmentin for a 10 day cycle.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.